Event description:
It was reported that for the last 8 or 9 months, the patient had issues with recharging. They could get 5 to 8 coupling boxes but they went away again, and it took all day to charge instead of the usual 2 hours. There was a broken recharger belt. Prior to the patient gaining weight, they cut the belt so that it would fit better. The patient had gained weight and the belt no longer worked. They made their own belt out of a velcro to use. Troubleshooting was limited. They were able to articulate that they were charging correctly per labeling. Since (B)(6) the patient had put on weight due to a diagnosis of chronic obstructive pulmonary disease (copd) and they quit smoking. The device would be replaced soon because it was getting old, no device issues reported. There was a damaged recharger antenna. A coupling problem was reported. The patient was still having the same issues. The new equipment had not resolved the previously reported issue. They would get 8 coupling boxes shaded and the patient wouldn¿t move and they went blank. It had been going on for the last couple of months prior, then noted it was going on for 6 months. The last time the patient recharged, it took the patient all day and all night to find the ¿spot¿ to charge. It was taking a while for the implantable neurostimulator recharger (insr) antenna to find the implantable neurostimulator (ins). The patient did have some issues with memory. The patient was dealing with copd and other ailments. The patient was having procedures done with burning the nerves. The patients ins was ¿very pronounced, they could feel it¿. They first noticed the ins was very pronounced after the patient had a fall. It had always been pronounced. The patient fell about 5 years prior and the ins got moved a little and the healthcare provider (hcp) was made aware of the fall and noted everything was fine as long as the stimulator was still working for the patient. It was unknown if the patient was trained and able to demonstrate effective recharging. The cause of the issue was determined, it was not device related. The patient gained weight, so there was greater distance from skin to ins. It was unknown if the patient could recharge and couple normally, and if the patient was receiving effective therapy. No interventions or other actions were taken to mitigate or resolve the event. The patient was doing fairly well. There was nothing to ¿recover¿ from.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: a01411002, serial# unknown, product type: recharger. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v014660, implanted: 2007-(B)(6), product type: lead. Product ID: 3708260, serial# (B)(4), implanted: 2007-(B)(6), product type: extension. Product ID: 37752, serial# (B)(4), implanted: 2007-(B)(6), product type: recharger. (B)(4).